Event description:
A pt reported a loss of therapeutic effect. The issue had occurred after the pt went near some big construction drills that were charging. The pt did not have a pt programmer or magnet to turn his device back on. The pt planned to visit his physician to acquire a pt programmer. The pt was noted to be in fair condition. The pt's outcome was not reported. Add'l info is being requested, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4). The reason for the late medwatch report is due to implementation of process improvement.